Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we neeed the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn520 - columbus ps glid.surf.w/scrw.t2/2+ 10mm. According to the complaint description, the patient underwent total knee arthroplasty for treatment of osteoarthritis of the right knee. On (B)(6) 2020, the patient developed a wound about 0.5cm at the front of right knee, with some pus. On (B)(6), 2020, due to infection after right total knee arthroplasty, the patient underwent debridement and vaccum sealing drainage (vsd) under spinal anesthesia. During the procedure, large amount of pus was found in the right knee joint. The patient was still receiving vsd at the time of reporting. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference 400487687.